Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient heard an alert. Interrogation showed oversensing/noise and high impedance. The set screw of the device was retightened and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #neither the device nor lead was returned for analysis. However, performance data collected from the device was received and analyzed. There were two patient alerts for lead failure predictor on (B)(6) 2012. The patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012. Programmer data shoes two alert events for "right ventricular (rv) lead defibrillator lead impedance greater than 200 ohms" on (B)(6) 2012. Lead failure predictor high rate non-sustained of less than or equal to 160 ms average v cycle on (B)(6) 2012. There was a patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. Programmer data showed an alert event for "superior vena cava (svc) lead impedance greater than 200 ohms" on (B)(6) 2012. (B)(4).